Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10 the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were signs of use in the form of elevator marks on the shaft of the catheter. Elevator marks were measured from the tip. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The device was fully articulated in all directions and no problems were identified with the image. The handle was opened and the components within were visually inspected. It was noted that the device had internal electronics from the baseline that was built prior to the end of 2019. It was noted that there was procedural residue on the plastic optical fibers (pofs) and camera wire in the breakout region, indicated procedural fluids had flowed back up the optics lumen into the handle during use. The tip was blocked and saline was flushed through the irrigation tubing to induce backflow of saline into the optics lumen. This caused the image to be disrupted, with blue/ orange lines across the screen and a purple hue, leading to a full loss of image. The saline was drained from the optics lumen and the image was restored. The reported complaint was confirmed. The spyscope ds ii has a shelf life of 2 years. Based on the reported event date, this indicates that an expired device was likely used during the procedure. The analysis of the returned product found that the problems the device experienced were unrelated to the use expired product. During product analysis, it was noted that procedural residue remained at the top of the optics lumen in the breakout. The optics lumen was filled with saline and the image was disrupted. Draining the optics lumen resulted in the restoration of the image. The image signal does not withstand the change in capacitance created by the introduction of saline into the optics lumen, and procedural factors can cause this fluid to enter the optics lumen during use. An investigation to address this problem has been completed. Based on all gathered information, the probable cause selected for the image problem due to fluid in the optics lumen is cause traced to device design, which indicates that the problems are traced to the design specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter was used during endoscopic retrograde cholangioscopy procedure (ercp) performed on (B)(6) 2023. During the procedure, while the doctor was trying to negotiate the spybite forceps through the spyscope, the connection was lost, and the controller prompted to connect the spyscope ds. The procedure was not completed due to this event. No patient complications have been reported as a result of this event.

Event description:
It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter was used during endoscopic retrograde cholangioscopy procedure (ercp) performed on (B)(6) 2023. During the procedure, while the doctor was trying to negotiate the spybite forceps through the spyscope, the connection was lost, and the controller prompted to connect the spyscope ds. The procedure was not completed due to this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.